Event description:
It was reported that the customer had high blood glucose levels of more than 600 mg/dl. The customer reported a motor error alarm from the insulin pump during priming. The customer also reported cracks on the sides of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.